Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had rose to 300 mg/dl and then had decreased to 50 mg/dl while wearing the pod. The patient administered glucagon as treatment. Once at the hospital the patients blood glucose level was 79 mg/dl. The patient was treated with cranberry juice. The patient report while in the hospital they applied a new sensor. The patient was discharged from the hospital the same day.